Manufacturer narrative:
For ous country. PMA/510(k): this product is not approved for sale in us but a similar product with catalog# c01a, 510k#: k160983 and UDI# (B)(4) is approved for sale in us. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during intra-op, the cement solidified too early. It occurred when balloon and mixer were opened, after cement mixed and balloon inflated. When it was tried to inject the cement into the bone filler devices, it could not be injected. The cement was not stored at the temperature below 25 degrees and not between 22 and 24 degrees within 24 hours before use. The operation was performed in the angiography room and the room temperature was 26 degrees. Although the cement was stored in a cooler box containing cold insulator. Bone cement did not come in contact with the patient. A new balloon kit and a new mixer were used. The cement was opened and mixed for 30 second. Then injected into the bone filler devices. The procedure completed without impacts of cement injection into the patient. There was a delay of less than 60 minute in overall procedure time. Further there is no patient complication reported as a result of the event.